Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was removed or discontinued with no report of any injury to the pt. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported the pt was admitted with intracerebral hemorrhage. Pt was intubated in the emergency dept with an endotracheal tube. Ten days later, pt had audible endotracheal tube cuff leak and increased respiratory distress. Due to persistent endotracheal tube cuff leak, it was decided to change the endotracheal tube.